Event description:
A male patient with aaa underwent evar on (B)(6) 2014 and the delivery system of the flex main body was placed as normal; however during the procedure the hemostatic valve was leaking too much blood. When the graft was going to be released, the bleeding did not stop. The patient needed a blood transfusion during the procedure. No additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.